Event description:
During the removal of the catheter, the cuff separated from the catheter body ad remained in patient. Examination of the bond surface revealed void areas where there is no apparent evidence of bonding. Implanted (B)(6) 2011.

Manufacturer narrative:
The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of retk0965 showed no other similar product complaint(s) from this lot number.